Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating an intermittent inability to discharge during clinical use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the xl+ device indicating intermittent inability to discharge. This device was used on the deceased patient who has been dead for 30 minutes. This report was initially reported as serious injury however additional information received from good faith effort clarified the patient was deceased and report has been updated to death.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The customer evaluated the device on site. It was determined that the device performs the defibrillation normally and no failure was observed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The device functions normally. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.